Event description:
A ventilator was returned to the manufacturer for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed the positive flow had failed during testing. There were no foam particles found on the device. The test was re-performed on the device and the test recalibrated the device during the repair test. Additional findings not related to the malfunction/issue was a system error had occurred during a thirty second evaluation of the device. The internal battery was charged on the device.